Event description:
Related manufacturer reference number: 2017865-2021-10940, related manufacturer reference number: 2017865-2021-10941, related manufacturer reference number: 2017865-2021-10942. It was reported that the patient experienced infection; persistent bacterium. The infection had been treated with no response. The implantable cardioverter defibrillator, atrial, right, and left ventricle leads were all explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.